Event description:
Nellcor puritan bennett rec'd a medwatch from FDA on 08/10/1998. The medwatch was regarding a stop cycle with alarm condition while on pt. The event occurred on 07/20/1998. During the MFR investigation npb found source called on 07/21/1998. Source called to report the unit had a constant low pressure alarm. Nothing was said to npb regarding the stop cycle incident.